Manufacturer narrative:
The device has not been returned so the actual device is not evaluated. This is correction from the initial MDR where it was reported that the device has been returned. Correction made in d10. That returned device belonged to another event. The device evaluation is being done by historical records. This supplemental report is being submitted to provide this information. Reported issue for this device is no image with some scopes. The device history record (DHR) review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. Root cause cannot be determined since the product is not returned. Since there is no abnormality in the DHR review, it is likely that this is an accidental occurrence.

Manufacturer narrative:
This supplemental report is being submitted for the UDI of the device.

Manufacturer narrative:
Due diligence for additional information was executed. The device is returned and the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device evaluation is not yet completed.

Event description:
As reported for this event, during preparation for use, the device yielded no image on the monitor with some scopes. Only the 190 series scopes yielded an image. The issue appeared to be with the connector socket. The device was inspected and there was no other damage or abnormality to the device. No error messages were received. There were no foreign objects on the electrical contacts. All of the cables and connections are secure. It was attempted to clean out the dust and build up from the port, but the issue persisted. There was no patient involvement. The patient¿s procedure was performed in another room.